Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to pull back and lock the infusion set for insertion due to limited hand strength following recent hand surgery, despite troubleshooting and education provided via phone and attempted video guidance. Symptoms included no adverse clinical effects, with blood glucose reported at 103 mg/dl. Outcomes included user frustration and a decision to pause and retry later, with a plan to provide an alternative infusion set through expedited shipment. Investigation included customer support troubleshooting and education. Investigation of this case revealed difficulty operating the infusion set connector and inability to attach the set, with no alerts or alarms and no impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was use-related difficulty due to limited hand strength.